Manufacturer narrative:
Based on new information, removed "other serious" and added "required intervention". Customer reported that they went to the emergency room (ER) for their elevated blood glucose (bg) level of 600 (mg/dl). While in the ER customer received testing to check for infection, however, they did not receive insulin or fluids. Reportedly, customer changed their supplies and their bg levels decreased. Customer stated that their health care provider believed that the bg levels were due to "bad insulin". Customer was released from the ER one day later.

Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. Additionally, the t:slim pump user guide states: "change your infusion set every 48¿72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of greater than 600 (mg/dl) for 3 days. Customer administered a correction bolus and insulin injections to treat their bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Reportedly, the customer has used their infusion set and humalog insulin in their pump cartridge for more than 4 days. Customer was reminded that humalog is indicated for use of up to 48 hours. Recommendation was made to consult with their health care provider to discuss diabetes management.